Event description:
It was reported that this implantable cardioverter defibrillator (ICD) potentially delivered inappropriate therapy for an atrial arrythmia. Technical services (ts) reviewed the stored episodes and determined that this device delivered six anti-tachycardia pacing (atp) bursts and five shocks for an atrial arrythmia with rapid ventricular response (rvr). No additional adverse patient effects were reported. This ICD remains in service.